Manufacturer narrative:
One photo was provided by customer with complaint. The photo shows the valve was detached. According to the photo, the failure mode ¿a0282 ¿ leaking¿ reported in the complaint was confirmed by detached luer. A device analysis can¿t be performed since the sample was not returned. If the sample is received, this complaint will be re-opened to perform the corresponding visual and functional tests.

Event description:
It was reported that there was a leak at the end of the tubing on the cap side, where the seal was found to be completely defective. The cap assembly, including the threaded part, had disconnected from the tubing, leading to the observed issue. The incident occurred during use with the patient at the patient's home. No patient harm/adverse event reported. Per reporter, when connecting the tubing to the patient, a leak could be seen. On receiving the sample, the customer observed that there is no welding of the tubing to the screw thread, and it can be removed very easily.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.